Event description:
A malfunction was reported on a pump, but no notable events preceded it. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with information to reset the pump and assisted in its resetting, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappears.